Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right atrial had dislodged into the right ventricle which resulted in loss of capture. The lead dislodgement was confirmed by x-ray. The physician attempted to reposition the lead back into the right atrium; however, it repeatedly dislodged into the right ventricle. The lead was subsequently explanted and replaced. The patient was in a stable condition.